Event description:
The complainant reported serious bleeding after an esophagus biopsy. The physician stopped the bleeding, treatment modality is unknown. There were no patient complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.